Event description:
The customer contact reported sparks. The pump was returned to the biomedical engineering department with an unsigned note that stated, "can see sparks." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, sparking was noted internal to the pump where the ac connectors connect to the printed circuit board. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.